Event description:
The pt has been experiencing absence seizures immediately after having the vns programmed to on and also started having generalized seizures once a week. This is an increase in seizure activity from their baseline. Additionally, it was reported that the pt has had sleep distrubances and memory loss after having the vns programmed on. Initial device settings were 0.5ma output current, 30 seconds on, 5 minutes off. At next office visit, the off time was decreased from 5 minutes off to 3 minutes off. At second office visit, the pt's device was programmed to off and their symptoms reportedly resolved immediately. Physician planned to reprogram device back to on at next office visit and monitor the pt's condition.